Event description:
The controller was exchanged. The mpu did have a v-lock connector on the ac power cord.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event when using the mobile power unit (mpu) was confirmed via the submitted log files. The heartmate, mobile power unit, n/a (B)(6) was not returned for analysis. The controller event log file revealed a loss of external power to the mobile power unit on 14jan2026, 23:04:22 - 23:04:59. The no external power alarm clears when the user connects to 14v battery power at 23:04:59. During this event, the backup battery supported the system and the pump maintained a speed within the expected range. Additionally provided information indicated that the mpu had a v-lock connector. A root cause for the reported no external power was determined to be a disruption to external power to the mpu; however, a further root cause could not be conclusively determined. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a recurring backup battery (ebb) fault. Log files were sent for review. The log file began capturing ebb faults on (B)(6) 2026 due to the ebb failing the load-test. The log file captured "no external power" alarm(s) and multiple other associated alarm types on (B)(6) 2026. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The patient also reported that the controller becomes very hot throughout the day, especially at night and vibrates when connected to the mpu.